Event description:
During follow-up, decreased longevity was observed on the device. The physician elected to take no further action and to monitor the patient. The patient was in stable condition.

Event description:
Additional information received indicated no malfunction is suspected on the pacemaker.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.